Event description:
A customer in the (B)(6) contacted biomérieux to report the occurrence of false positive (resistant) esbl for escherichia coli in association with the vitek® 2 ast-n351 test kit. Organism testing via manual method (mastdiscs ID) provided results of susceptible for the beta-lactams involved (cefotaxime, ceftazidime, cephalexin, cefuroxime). The customer reports a discrepancy between the aes (advanced expert system¿) allocation of the esbl phenotype and their manual method. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. The customer indicated a delay of unknown duration as a result of re-testing. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to an incorrect extended spectrum beta-lactamase (esbl) phenotype for escherichia coli on the vitek® 2 ast-n351 card. Identification of the organism was confirmed, and testing included the customer lot (cl 7910693403) and a random lot (rl 7910365203) of vitek 2 ast-n351 cards from cpse and tsab subculture. In parallel, the reference method was performed to determine the mechanism of resistance : esbl screening tests with discs combined on mh +/- cloxacillin, and key hole test confirmed the absence of esbl producing bacteria. On vitek 2 v8.01 (aes parameters : global european based + eucast based): vitek 2 ast-n351 cards gave, "inhibitor resistant pase (irt or oxa) or acquired penicillinase" with both lots and both medium. *esbl customer phenotype was not duplicated in-house . This error of phenotype is due to the overestimation of piperacillin/tazobactam (tzp) value on customer lab reports. So the reference method (microdilution) was performed to check the tzp mic : ref tzp mic = 2/4 mg/l s. The tzp mic overestimation obtained by the customer is not reproduced in-house, indeed vitek 2 tzp mic were obtained equal to "[?]4 - 8 - 16 mg/l" and then match with "inhibitor resistant pase (irt or oxa) or acquired penicillinase" phenotype. Conclusion : *the false esbl phenotype is not reproduced in-house. *the tzp mic overestimation obtained by the customer is not reproduced in-house. The vitek 2 ast-n351 card performed as intended.

Manufacturer narrative:
"The tzp mic overestimation obtained by the customer is not reproduced in-house, indeed vitek® 2 tzp mic were obtained equal to "</=4 - 8 - 16 mg/l" and then match with "inhibitor resistant pase (irt or oxa) or acquired penicillinase" phenotype."